Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00280, 0002648920-2021-00394, 3007963827-2021-00281, and 0002648920-2021-00395. Medical devices: femur cemented posterior stabilized (ps) standard left size 6 catalog#: 42500606001 lot#: 64380005. Tibia cemented 5 degree stemmed left size d catalog#: 42532006701 lot#: 64355349. All poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 64435151. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient developed iliotibial band tendinitis for which physical therapy was prescribed post implantation. Upon follow up, the patient reported no improvement and still experiences increased pain, swelling, and stiffness. On exam, she has full range of motion, no complications on imaging, and no sign of infection. Further lab workup has been ordered, but results have not been provided to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records confirmed the patient had pain and swelling, however, images taken showed the implants were in good condition and the patient had excellent range of motion. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain is a known adverse effect of the system, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.